Event description:
It was reported that catheter issue occurred. The target lesion was located in the superficial femoral artery. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the wire wrapped around the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.